Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead had dislodged. It is unknown when the dislodgement was discovered. Patient was asymptomatic. There were no electrical anomalies observed. The lead was capped on (B)(6) 2017. The patient was fine prior, during and after the procedure.